Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted cs 110 call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2019 with the following findings: a review of the pump¿s alarm history showed evidence of a call service 011 alarm, which was initially reported as call service 110 alarm. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues. Unrelated to the original complaint, investigation found corrosion in the battery compartment. The battery compartment was also found to be cracked. The pump had a leak at the battery compartment. The pump was opened and moisture was found on the printed circuit board.